Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected.

Manufacturer narrative:
Event conclusion: a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit 23.0 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q4 2007 product performance report.